Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient not satisfied with the outcome. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, different model (za9003), and lower diopter (21.0) was implanted as a replacement. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: nov 30, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside the replacement lens¿s lens case and folding carton. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and presented with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.